Manufacturer narrative:
Gel card malfunction was not identified with the information provided. However, gel card malfunction could not be ruled out. No definitive root cause could be determined. Product labeling indicates that the mts a/b/d monoclonal and reverse grouping cards will detect all subgroups of the a antigen when testing cord blood. Incident is isolated.

Event description:
The customer indicated that they performed type testing on the ortho provue analyzer with a cord blood sample using mts a/b/d monoclonal and reverse grouping card lot# 020607037-01. The cord blood sample typed as "o" positive. The cord blood sample had historically typed as "a'' positive with an alternate test method. The test results did not match those obtained with an alternate method, preventing erroneous results from being reported.